Event description:
The customer reported that the v60 ventilator does not power up. The main indicator was inactive. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2016. Health professional? Yes. Occupation: biomedical engineering. Resolution and disposition. The customer replaced power supply board to address the reported problem.